Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the white foreign material was observed in the air/water (a/w) supply channels, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white foreign material was observed in the air/water (a/w) supply channels, and chipping of the adhesive around the objective (ob) lens and light guide (lg) lens was observed. The service center indicated that the most likely cause of the foreign material in the air/water (a/w) supply channels could not be established, and that the most likely cause of the adhesive chipping around the ob and lg lenses was due to component failure. There was no patient involvement.